Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, and self-test. All buttons were tested for their functionality and all passed. No failed battery test alarms were noted during testing. Rewind was louder than expected. Test p-cap and reservoir locks properly into the reservoir compartment. Successfully downloaded pump history files and traces using thus software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Found no relevant failed battery test alarms in the pump history files and traces on the event date of 10-sep-2025. Pump alarmed no relevant no delivery alarms on the event date of 10-sep-2025 in the pump history files and traces. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, label damage, keypad overlay texture damage, missing display window/cover, and battery tube threads - cracked. Rewind anomaly (loud rewind) was confirmed during testing due to dried insulin on the motor slide. Unresponsive buttons was not confirmed during testing. Failed battery test was not confirmed during testing. No delivery/occlusion alarm was not confirmed during testing. Cosmetic damage was confirmed at the battery compartment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the insulin pump was rejecting the batteries, received no delivery alarms, louder during rewind, buttons were less responsive, and a crack on the back of the pump, and the belt clip had a crack. The customer reported no adverse event. The event involved product(s) mmt-1780kl, acc-1601, mmt-397a, mmt-332a. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1780kl was requested, and the customer response was that the device would be returned. No product return is required for acc-1601. No product return is required for mmt-397a. No product return is required for mmt-332a.